Event description:
Patient presented to the emergency department after a syncopal spell after becoming dizzy. Interrogation showed noise being sensed on the rv lead, causing over a 3 second pause of the paced output. The noise caused a vf diagnosis that was non-sustained. The pace/sense portion of the lead was capped. The defib portion of lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.